Event description:
It was reported that patient underwent total hip arthroplasty procedure that utilized an acetabular cup inserter on (B)(6) 2015. During the procedure, the tip of the inner shaft of the inserter fractured while inserting the cup. No fractured pieces were reported to have fallen into the patient's wound. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that product likely failed due to misuse, by product being put through bending overload force or when the thread has not been fully engaged, and/or not inspected for wear and disfigurement prior to use.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed because the part/lot information could be: lot number - 648010, manufacture date ¿ oct 16, 2012. Or the part/lot information could be: lot number - 140170, manufacture date ¿ aug 2, 2013.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(6). Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under warnings: intraoperative fracture or breakage of instruments has been reported.¿ under care and handling of instruments; "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."